Event description:
It was reported that an overinfusion occurred while infusing on a patient on an infant in the nicu. The devices involved were tested by the facility prior to sending them in for investigation and found no discrepancies. The baby was "tested" and there was no impact to the patient. Although requested, there was no further information provided by the customer.

Manufacturer narrative:
The customer¿s stated issue of over infusion was not confirmed. Physical inspection of the device noted no damage or any anomalies. Review of pcu error logs found no errors during the time period of the reported event. The infusion parameters were not provided for this investigation; therefore, it could not be determined if the rate and vtbi identified in the log of 50 ml/h and 5.2686 ml were the intended rate and vtbi. On (B)(6) 2019 the syringe module was selected to program a guardrail IV fluid of drug ID = 31 (unknown), a monoject 6 ml syringe was selected with a total volume in the syringe calculated at 5.2686 ml. A rate of 50 ml was programmed to infuse with all of the volume in the syringe also selected to infuse. This was completed in two steps because the syringe module was setup for near end of infusion alert to occur. The first step was at a rate of 50 ml/h with a vtbi of 1.1019 ml. The second step was at the same rate but with a vtbi of 4.1667 ml.. The whole infusion completed in approximately 6 minutes and 20 seconds with a primary volume infused calculated at 5.2686 ml. Functional testing consisting of preventive maintenance testing performed on the source syringe module found the device operating in specification. The administration set and syringe disposable tubing was not provided by the customer for investigation therefore could not be tested for this investigation. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device over infused.